Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice set with cassette was leaking from an unspecified location. This was observed during set up of the device for peritoneal dialysis (pd) therapy. The patient was not connected for therapy during the time of this event. Renal therapy services (rts) assisted with ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and pull testing were performed with no issue noted. Functional testing was performed on an in-lab cycler with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.